Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins) regarding a patient who was implanted with a neurostimulator for gastric stimulation . The reason for call was loss of therapy; caller states that the last battery only last 2 years- they think this is because the patient had an unrelated medical procedure that caused the battery to drain down. No further complications were reported/anticipated at this time.